Manufacturer narrative:
As reported, a phasix st mesh was used as a fascial bridge and several months post-implant, the patient experienced wound dehiscence and impaired healing. The surgeon indicated, the mesh may have been contributory to the patient outcomes, though the surgeon did not indicate as potential device issue. The surgeon also noted the mesh was used in an "off-label" fashion and the outcomes should have been anticipated. The directions for use section in the instructions for use states "the safety and effectiveness of phasix¿ st mesh in bridging repairs has not been evaluated or established. Every effort should be made to close the midline defect prior to mesh use." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the available information, no definitive conclusions can be made. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the patient underwent ventral hernia repair with a bard/davol phasix st mesh as a fascial bridge with subcutaneous fat and skin closed over top. After several months post-implant, there was breakdown of the skin closure and now has exposed mesh with minimal granulation tissue. As reported per the surgeon, "I think that the phasix (st) was potentially the cause, but I think it was also being used off-label, so I think we maybe should have been able to anticipate it."